Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the right ventricular lead exhibited several noise reversion episodes. No medical intervention was reported. The patient's condition was stable.